Event description:
During an ercp procedure the physician used a wilson-cook huiebregtse triple lumen needle knife device. After 3-4 cuts of the papilla, a 5mm portion of the needle knife detached and remained in the patient's papilla. An attempt to retrieve the fragment with forceps failed. No injury to the pt was reported.